Event description:
Angiogram revealed the first diagonal graft was occluded and the right pda graft was 95% stenosed 1 cm. Into the graft. Stents were placed into both grafts. No additional info was received.